Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to low vaulting. The surgeon did not implant another icl lens. Cause of the event was unknown.